Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she was hospitalized due to high blood glucose then went into diabetic ketoacidosis and being on the insulin pump. Customer stated her settings were missing. Customer's blood glucose was between 900 to 1000 mg/dl. She was having high blood glucose and having symptoms of not feeling well. She was hospitalized for eleven days and was wearing the device at the time of the hospitalization. Customer is not returning the device for analysis.